Event description:
It has been reported that the holder for the transducer set may have been assembled backwards. This has caused icp to be zeroed incorrectly for a period of time; when placed in the holder at the correct level there is potential for turning the stopcock to the incorrect position.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.